Event description:
It was reported by the patient that after using the remote monitor, while putting it away, it may have shocked the patient. The patient was advised to speak with their physician about the incident. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.